Manufacturer narrative:
(B)(4) initial report. Appropriate device details were provided and the manufacturing records were identified and reviewed. The device conformed to material and dimensional specifications at time of manufacture. The device is available to be returned. A conclusion of the investigation will be provided in a supplemental submission the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity impactor handle would not detach from the acetabular cupo due to handle spining. The impacted cup had to be removed.

Manufacturer narrative:
Per 5181 final report. Appropriate device details were provided and the manufacturing records were identified and reviewed. The device conformed to material and dimensional specifications at time of manufacture. The device was returned to corin. The failure mode could not be replicated: the thread was not damaged and the black handle was not spinning. However, this failure mode has been reported to corin previously and because of the feedback from the field a project has been initiated to investigate this failure and research a new design. The device reported in per -5181 was manufactured prior to the implantation of this project. This case is now considered closed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity impactor handle would not detach from the acetabular cupo due to handle spinning. The impacted cup had to be removed.